Event description:
It has been reported that the device is not functioning properly.

Manufacturer narrative:
This case is a duplicate of (B)(4) with MDR #3030677-2020-01044. The investigation is pending and will take place on (B)(4) with MDR #3030677-2020-01044.